Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced and postoperatively effective therapy was restored.

Manufacturer narrative:
Event date is estimated. During process of this complaint, attempts were made to get the weight of the patient but not received . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient was not getting adequate relief from the system. To address this issue patient may be awaiting surgical intervention at a later date.